Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) was confirmed. As received, the monitor was unable to pass incoming functionality testing. There was contamination on the ca and defibrillator tin pin connections, and a damaged wire in on the belt receptacle. The root cause of the contamination was oxidation of the tin pins. The root cause of the damaged wire in the belt receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor resets.